Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found the reported phenomenon, and also found that the camera cable was damaged (there was signs of twisted wires). The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the routine maintenance of the subject device at olympus (B)(4), it was found that the endoscopic image of the subject device was not displayed on the monitor. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus australia (oaz). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from oaz, omsc surmised that the reported phenomenon was attributed to the failure of the image signal transmission to the video processor due to the failure of the cable unit, which might be caused by the user handling. If additional information is received, this report will be supplemented.